Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation determined that they were unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was not seeing the reference frame in the software. They relayed from a stryker representative that the software seemed glitchy and became unresponsive, however after waiting some time the software returned to being responsive. There was less than an hour delay in the procedure. There was no impact on patient outcome.